Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. The patient had an aortic neck diameter of 18 - 23mm and an aortic neck length of 13mm. It was reported that during the index procedure, the endurant ii was inserted via the right side and a "shaggy" proximal region and tortuous vessel was noted. After the additional implantation of another manufacturers stent graft on the contralateral and ipsilateral sides, touch up was performed. On angiography it was observed that a type ia endoleak was present. After additional touch up, the endoleak was decreased but not resolved. It was decided that as there was no blood flow into the aneurysm the stent graft procedure was completed. After implantation of stents for stenosis of the right external iliac artery the entire procedure was completed. As per the physician, the cause of the event was anatomy related due to thrombus in the proximal neck and hence insufficient sealing of the stent graft. No additional clinical sequelae were reported and the patient is fine.